Event description:
Physician noticed ventralex mesh was defective when he was putting it into place in the patient. The defect was around the edge of the mesh and strap connection. He removed it immediately and used a different lot number of the same mesh without incident. Diagnosis or reason for use: hernia repair. Event abated after use stopped: yes.